Manufacturer narrative:
This is one of two initial MDR being reported for this complaint with associated MFR# 1226348-2016-00158 and 3008264254-2016-00077. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a healthcare professional, during a stent assisted coil embolization procedure on (B)(6) 2016 an enterprise stent (enc452800/10560703) could not be advanced through a prowler select plus microcatheter (606s255x/17330341). The resistance was experienced when the stent was being advanced through the catheter shaft. The stent was withdrawn with the microcatheter and new products were used to complete the procedure. No intra or post procedural complications or surgical delays related to device or reported event were reported. There was no report on patient injury. There were no damages noted on the complaint stent and the catheter prior to use or upon removal. It was verified that the introducer was fully seated & secured in the hub. The device did not move out forward out of the introducer during insertion into the catheter hub. An adequate continuous flush was maintained through the catheter. It was verified that the introducer was fully seated & secured in the hub. It was initially reported that the complaint products are available for analysis.

Manufacturer narrative:
This is one of two final MDR being reported for this complaint with associated MFR# 1226348-2016-00158 and 3008264254-2016-00077. A non-sterile enterprise device ((B)(4)) was received inside of a micro-catheter ((B)(4)). It was noted that a tape was attached to the introducer tube and the stent was not inside the introducer. No other damages were noted on the enterprise device while the micro-catheter was fond compressed at 1, 4, 5, 14 and 15.5cm from the distal end. The stent was removed from the micro catheter and it and the received micro catheter were inspected under microscope; the stent was found without damage while the micro catheter was found compressed. The functional analysis could not be performed as the stent was received deployed inside of the micro catheter and it is necessary that the stent is inside of the introducer tube to perform the functional analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the customer as ¿delivery wire - impeded in micro catheter¿ could not be evaluated as the stent was received deployed. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; procedural factors and handling process may contribute to the failure as reported. No corrective action will be taken at this time.